Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and performed troubleshooting. The 1ml syringe, ict check valve, and cuvette were determined to be the likely causes of the issue as a sticky residue was found on the 1ml syringe and ict check valve indicating they were worn. Residual liquid was found in the cuvette which generated error message code. The parts were replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the 1ml syringe, ict check valve, and cuvette did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number ac01746, the 1ml syringe, ict check valve, and cuvette were identified.

Event description:
The customer observed discrepant sodium (na) results generated on the alinity c processing module for patient samples. The following data was provided (customer¿s reference range 136-146 mmol/l): (B)(6) 2024 initial result = 161 mmol/l, repeat result = 141 mmol/l. Initial result = 161 mmol/l, repeat result = 143 mmol/l. (B)(6) 2024 initial result = 116 mmol/l, repeat result on another instrument = 138 mmol/l . No impact to patient management was reported.